Event description:
Unresponsive male pt in sicu monitored with non-invasive a-line ev1000. Pump motor caught on fire after rn plugged power source into electrical outlet. Pt had to be evacuated from the room for safety.